Manufacturer narrative:
Per the t:slim user guide: humalog® and have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 400s. The contact thought the cause of the high bg was due to using humalog in the cartridge for 3 days instead of the labeled 2. As a new cartridge was being loaded onto the pump, a cartridge alarm 19 was received. The alarm reoccurred using a second cartridge. The customer was to use insulin injections to manage diabetes.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. The most likely cause of the reported high blood glucose was from the reported malfunction.